Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed bent connector pins. A functional evaluation the device was plugged in and revealed an unknown handpiece error message. It's noted that the motor did not spin and was not stuck. The device did not produce any milliamps and did not get warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors which could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, wear from prolonged use, or inadequate routine maintenance. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that a platinum handpiece's gear was stuck and it was getting hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.